Manufacturer narrative:
The pump exchange and noted thrombosis were reported under medwatch MDR# 2916596-2017-02826. The reported power elevations could not be confirmed through this evaluation as no system controller log files were submitted for review. It should be noted that pump thrombosis was confirmed on the left ventricular assist system (lvas) lvas. If the thrombus formation that was confirmed through the investigation of the returned lvas was present during the time of this event, it could have contributed to the reported power elevations and elevated lactate dehydrogenase (ldh). Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient gender was not reported. The referenced pump exchange was reported under medwatch MFR report# 2916596-2017-02826. (B)(4). Approximate age of device - 2 years, 4 months. The device was returned and will be evaluated under medwatch MFR report# 2916596-2017-02826. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient¿s lactate dehydrogenase (ldh) level increased greater than 2000 u/l on (B)(6). Device interrogation revealed intermittent power elevations. There was no congestive heart failure symptoms, but hematuria but was later confirmed. A ramp echocardiogram performed showed the aortic valve closing with increased pump speed per surgeon. The patient¿s urine was coco cola brown which prompted the customer to get blood work, and revealed the elevated ldh. The urine went from dark brown to orange/red and slowly returned to normal. The patient¿s ldh decreased to baseline level (300¿s u/l) with medical management. The patient received a pump exchange on 26oct2017.